Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
Correction to e1 establishment name for information inadvertently left out of previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is possible that the user could not perform reprocessing properly due to loss of water tightness caused by switch 1. The event can be detected/prevented by following the instructions for use which state: detection method is described in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.